Event description:
Problems noted or suspected: capsular contracture, possible implant leakage, rashes, breast cancer, deflation of saline implant, back pain, arthritis symptoms in arms, knees, ankles, hands, joints, swelling of hands/fingers, hives in fingers, breast tenderness, fatigue, numbness, tingling, eye problems, mood swings, foot stiffness, hair loss, coldness/pain in extremities, incorrect implant size, weight gain, throat swelling, itching (severe), depression, low self esteem, knee swelling. Also see mw1003806.